Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the implant was not working as well as the trial. The patient stated that the therapy is helping, but they have more leakage compared to the trial. The patient confirmed feeling stimulation, but that they started having trouble with leakage yesterday afternoon and the morning of the call it was worse. The patient reported that prior to the call they changed from program 1 to program 4 and initially felt stimulation more rectally, but now felt stimulation more vaginally. The patient was advised to wait for at least a few days before changing programs again. The patient was also advised to follow-up with their healthcare provider (hcp) if their symptoms do not resolve. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that what led to the issues were that the patient had more staining and an accident and it ¿felt¿ as though the stimulation was focused closer to the vaginal/vulva area rather than the anal/rectal. The patient changed to program 4 intending to see if it worked better. The stim ¿felt¿ too strong so the patient changed to program 2 after 1 week on 4. It was noted that on the (B)(6), it had been 4 days and so far it seemed better and more comfortable. No further complications were reported/anticipated.

Event description:
Additional information was received regarding the patient. The caller reported that the patient wanted to talk to someone to help find the best program for them. At the time of the call the patient was set to 1.1 on program 2. The caller indicated that previously the patient was on program 4 and while on this program the patient experienced accidents and leakage at work. The patient was also experiencing leakage and accidents on their current program. At the time of the call the patient did feel stimulation, but thought that it was too strong in one area, the right side of her vulva. The patient could feel stim all the time and that tissue "is always on alert." The patient thought that stimulation should be more towards her rectum. The caller was advised that the patient can try adjusting stimulation, but the patient should follow-up with their healthcare provider (hcp) if symptoms do not resolve. The patient indicated that the lack of effect on program 2 started "maybe monday," the overstimulation started on (B)(6). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.